Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawer was not open while trying to issue medicine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not open while trying to issue medication. A technical support specialist (tss) remoted in, restarted the application, logged in with a test account, and verified that the drawers responded as expected. User was then able to log in and issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.